Manufacturer narrative:
(B)(4). The sample was not returned to teleflex for evaluation, therefore the reported complaint could not be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for all the lot numbers shipped to this account with no relevant findings. All devices passed all manufacturing specifications prior to release. The reported complaint will be monitored for developing trends.

Event description:
It was reported via a hot line call the event involved a 5' 4" patient. The perfusionist is calling the clinical support specialist (css) because of issues with the fiberoptic catheter. The patient was initially inserted a 30 cc fiberoptic intra-aortic balloon (iab) in the operating room (or) to support the patient coming off bypass. The catheter failed to be recognized by the pump. They did make the connections to the pump prior to insertion. There was no icon change or audible tone. The surgeon then decided to change out the balloon for a 40 cc iab for more support. Again, they made the connections prior to insertion, but again there was no icon change or audible tone. The pump is currently utilizing the central lumen of the iab. The pump is functioning appropriately in autopilot. There was no report of difficultly with the insertion. The css asked the perfusionist to give her the fos status codes: low light (ll), ratiometric error (re), and pressure range (pl). The css explained that the pump is not recognizing the catheter. It could be that the fiberoptic connection was damaged or that the connection in the pump is dirty and needs to be changed. The c ss then had the perfusionist try to connect the fiberoptic to a second pump. There was no icon change or audible tone on the second pump. The perfusionist was the same person to make the connections to the pump in the or also. The css explained that most likely the fiberoptic connection was damaged and they will need to continue to utilize the central lumen for timing on the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hot line call the event involved a (B)(6) patient. The perfusionist is calling the clinical support specialist (css) because of issues with the fiberoptic catheter. The patient was initially inserted a 30 cc fiberoptic intra-aortic balloon (iab) in the operating room (or) to support the patient coming off bypass. The catheter failed to be recognized by the pump. They did make the connections to the pump prior to insertion. There was no icon change or audible tone. The surgeon then decided to change out the balloon for a 40 cc iab for more support. Again, they made the connections prior to insertion, but again there was no icon change or audible tone. The pump is currently utilizing the central lumen of the iab. The pump is functioning appropriately in autopilot. There was no report of difficultly with the insertion. The css asked the perfusionist to give her the fos status codes: low light (ll), ratiometric error (re), and pressure range (pl). The css explained that the pump is not recognizing the catheter. It could be that the fiberoptic connection was damaged or that the connection in the pump is dirty and needs to be changed. The c ss then had the perfusionist try to connect the fiberoptic to a second pump. There was no icon change or audible tone on the second pump. The perfusionist was the same person to make the connections to the pump in the or also. The css explained that most likely the fiberoptic connection was damaged and they will need to continue to utilize the central lumen for timing on the pump.